Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm. The customer¿s blood glucose level was unknown. The customer reported that the battery in insulin pump was lasting only for three days and the insulin pump received battery out limit alarm. While troubleshooting insulin pump alarmed failed battery alarm and after troubleshooting the insulin pump again alarmed failed battery alarm. The customer also reported that the neither battery compartment nor spring were damaged or corroded. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.